Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use in a tight lesion. During the procedure, it was noted that the balloon ruptured upon third inflation at 10atm for 15 seconds. The device was removed using normal method without issue and the procedure was completed with another of same device. No complications were reported and patient was good post procedure.